Event description:
It was initially reported by the physician that patient showed high lead impedance with lead impedance 7116 ohms. Normal mode showed ok, lead impedance 6993 ohms. Surgeon had ordered x-rays and treating physician wanted total revision because patient had a hard fall after prophylactic battery replacement surgery in (B) (6)2009. Follow-up with the company rep revealed that the patient had a full revision surgery. It was indicated that the last good diagnostics were obtained at the time of initial battery replacement surgery ((B) (6)2009) which showed everything within normal limit. Company rep stated that the treating physician believed that the reason for high lead impedance was due to a fall which might have caused the lead to break, however, the surgeon indicated that the reason was due to a build of a lot of scar tissue around the electrode region. She indicated that x-rays were taken, and it did not show any lead break. X-rays were not available for manufacture review. Lead was discarded by the hospital since they were torn into pieces at the time of revision surgery. The surgeon did not notice any break on the lead while removing it but he did notice a lot scar tissue around the electrode region. Patient's previous generator programming history was reviewed and it was observed that the dcdc code had dropped to 0. Given the fact that the dcdc code had dropped from 2 to 0, it is suspected that a short circuit condition likely existed which eventually lead to a lead fracture. It is unlikely that fibrosis could be a part of the high lead impedance given that the dcdc code cannot jump from a 0 to such high ohms value unless there is a lead failure.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.